Event description:
Boston scientific received information that one day post implant, this system was exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and stated they could perform a chest x-ray to see if the rv lead had moved. An x-ray was performed and the lead looked secured properly in the original implant position. The patient returned to the clinic and impedance measurements had returned to normal limits, with normal sensing and moderately elevated thresholds. No other adverse events have been reported and this system remains active in the patient. This product issue will be updated if additional information is received.